Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient reported that the aligners are cutting into their gums causing them to swell and bleed. Provided patient tips on warm water rinses and requested further information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.